Manufacturer narrative:
Event date unknown. Implant date: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted and a right iliac bypass completed. The patient had previous evar and bilateral ibe bilateral completed with non mdt grafts one month previous. 3 years previous the patient had a tevar aortic arch and reimplant with non mdt grafts. It was reported approximately 18 months post the index procedure a type ib endoleak was identified. Intervention for a type ib endoleak from the right hypogastric with non mdt stent ( direct puncture of iliac branch). The cause of the type ib endoleak is undetermined.  No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
A valiant graft (40x200mm) was implanted on (B)(6) 2016. The type ib endoleak observed on october 2017 was associated with the non mdt graft and not the valiant graft. The type iiia disconnection endoleak was confirmed to be between vnmc4646c218te and vnmc4343c175te. The type ii endoleak seen on (B)(6) 2020 was later confirmed to be the type iiia endoleak. The onset date of the paraplegia was confirmed as (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.